Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve protruded as received. Maximum working channel sleeve protrusion was noted when the large knob was articulated clockwise. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during anendoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device worked well at first. After a while, the image became unclear. Reportedly, they were able to see colors. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.

Manufacturer narrative:
Further investigation revealed that the wcs protrusion issue is caused by an inadequate bond b.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during anendoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device worked well at first. After a while, the image became unclear. Reportedly, they were able to see colors. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.